Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hkj5, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Follow up information reported that it was unknown if the patient had meningitis, what the source of the culture was or what type of organism was cultured. Treatment for the patient included an antibiotic flush and a 1 week course of antibiotics. It was reported that it was to-be-determined as to if the infection resolved and what the patient's outcome was. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient¿s lead was explanted on (B)(6) 2014. It was stated there was no alleged product issue but the stage 1 lead was removed due to possible infection. It was noted the patient would be treated for the infection and return for their full implant placement at a later date. The patient¿s status at the time of report was reported as no injury. It was stated it was unknown what the type of infection was and antibiotic treatment was necessary. Reportedly, the date of onset or diagnosis of the infection was (B)(6) 2014. It was noted the patient had pain, redness and swelling at their device pocket. It was reported the patient¿s trial was a success; however the patient did develop an infection at the lead insertion site. It was noted the patient had seen their physician and had been on a course of antibiotics. Reportedly, the infection was cleared and they would go on to implant in six weeks.